Event description:
A generator was received into analysis from facility with no information received with it. There was no patient information associated with the device. There was no programming history associated with the device. Analysis was performed on the returned generator and found the generator performed according to functional specification and found no issues associated with the generator. Upon data analysis of the generator, it was found that the last known impedance was high and that changed to an even higher impedance. As the date of explant is not known, it is uncertain if there was a pre-existing impedance issue with the lead or the high impedance was due to generator explant. No additional relevant information has been received to date.